Event description:
It was reported that device had an error code #46508 load v6 software. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was torn. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing duplicated the customer's reported problem as testing found error code 46508. The investigation determined that the cause of the issue is unknown. The pump worked properly after clearing the error code. No action was taken to resolve the error issue. However, the dso seal was replaced.